Manufacturer narrative:
Batch review performed on 07 december 2020: lot 1907055: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2000871. Batch review performed on 07 december 2020: lot 2000871: (B)(4) items manufactured and released on 24-jun-2020. Expiration date: 2025-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2006537. Batch review performed on 07 december2020: lot 2006537: (B)(4) items manufactured and released on 27-aug-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: mpact 01.32.154mh acetabular shell ø54 multi-hole (k132879) lot. 1811207. Batch review performed on 07 december 2020: lot 1811207: (B)(4) items manufactured and released on 08-apr-2019. Expiration date: 2024-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 14 days after primary surgery, reporting pain due to a fractured acetabulum, and due to signs of an infection. The cause of the fracture is unknown, and the pathogen is unknown for the infection. The surgeon performed a washout for the infection and cabled and plated the fracture, and revised the liner, stem, cup, and head. The surgery was completed successfully.